Event description:
A post-operative pain device (a "pain buster") was inserted into the involved pt's shoulder. When the day came to remove the pain buster catheter (which is removed by the pt at home) the pt pulled on the catheter and felt resistence, the pt continued to pull and then the catheter broke off into the pt's shoulder (approx 2-3" of the cath). The pt called his orthopedic surgeon and an arthroscopic surgery was scheduled to remove the remains of the catheter several days later.